Event description:
The customer reported that the manual probe on a coulter lh 500 hematology analyzer was leaking about five to seven milliliters of clear fluid onto the counter when backwashing the probe during startup. The leak was not contained to the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) cleaned the bsv (blood sampling valve) and replaced worn pinch valve tubing at a specific pinch valve to resolve the probe drip issue. Subsequent reproducibility and control results were within specification. The instrument was returned into operation. The cause of the event was worn pinch valve tubing at a specific pinch valve. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).